Event description:
The st. Jude medical representative called to report a lead impedance change observed on the pt's electrograms. The patient experienced 29 tachycardia episodes, many of which were successfully terminated using "atp". However, 7 episodes required higher tiered therapy. Also the charge times associated with the low high voltage impedance measures were prolonged. External defibrillation shocks were apparent on the faxed electrograms. In addition, the electrograms appeared noisy especially during charging. It was recommended that the implantable cardiac defibrillator be removed and the leads tested. To determine if the noise was due to the leads or from the device charging, a capacitor maintenance was initiated by the st. Jude representative. During the charging, the patient went into ventricular fibrillation and had to be externally rescued. The implantable cardiac defibrillator was explanted and replaced.